Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the shoulder pack's strap was damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the shoulder pack was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged shoulder pack's strap can be attributed to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the shoulder strap on the patient's shoulder pack was broken.  The shoulder pack was exchanged.  No patient complications have been reported as a result of this event.